Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 589 mg/dl and 232 mg/dl. No quality controls were run during the call. No adverse event reported. Customer does not have old strips; a replacement was sent.